Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was originally reported that the patients adaptivesim was not activated and the patient needed it to control her pain due to the surgery. The patient planned to call a company representative to have this activated. The patient had a lot of pain after surgery. The patient had a migraine after surgery because she had to turn off her cervical stimulation. This resolved with medication. The patient¿s health care provider reported on (B)(6) 2014 that the patient injured her back when helping to lift someone. The patient felt a ¿tear¿ and thought the battery pack had moved. The patient¿s surgery was scheduled for (B)(6) 2014.